Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 463 and 416 mg/dl. Insulin pump was not allowing him to calibrate his blood glucose. Customer declined to troubleshooting for high blood glucose because they said the high blood glucose caused due to the reservoir was running low and so they changed it. It was unknown whether the customer was using auto mode feature. Insulin pump will not be returned for analysis.